Event description:
It was reported via legal documentation that approximately 117 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, swelling, and instability. The revising surgeon noted loosening of the femoral component, as well as bony defects in both the femur and tibia. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 2819530 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; 2831730 200-02-35 - three peg patella 35mm; 2833987 02-010-01-0335 - logic femoral ps cem right sz 3.5. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and medical device clinical codes.